Event description:
Customer reported that the touchscreen of their pump was cracked and unresponsive, rendering it illegible and unusable. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer, who works in construction, was unsure how the damage occurred, but noticed it after working. Technical support resolved the issue by sending a replacement pump with updated software. Additionally, the customer was instructed to put the defective pump into storage mode before returning it to tandem within ten days. Customer reverted to an alternative method of insulin therapy.